Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to get the helix of the right ventricular (rv) lead to deploy. The rv lead was removed and a new rv lead was implanted to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification for the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.